Event description:
Procedure type: liver resection. According to the reporter: after firing the second dlu it ws not possible to disconnect the magazine off the handle. This happened with two instruments on the same patient. There was blood loss of more than 0.5 litre. The main vessels were closed, but the bleeding came from many small vessels. These small vessels could not be stopped bleeding until he finished the resection. And the resection could not be finished because the reload could not be disconnected from the instrument. There was no extension of the incision, no change of procedure, no loss or damage to tissue.

Manufacturer narrative:
(B)(4).